Event description:
It is reported that the pt is presenting with pain.

Manufacturer narrative:
Eval summary: the x-rays of the right hip show the components in what appears to be appropriate anatomic position. The head appears positioned on the stem taper, and aligned concentric with the acetabular shell. Both the x-ray report and bone scan report suggest the possibility of loosening of the femoral stem. It is possible that the femoral stem may have loosened which may be contributing to the experience of pain. However, given the info provided, the cause cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.